Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the doctor performed a dye study and concluded that the catheter needed revised. The catheter was twisted from spinning around itself in the pump pocket. They attached the 8784 catheter kit, and it was seen to be defective, so they opened a new 8781-catheter kit to use and replace the pump segment. The cause of the catheter never being implanted from the 8784 catheter kit was said to be due to a defective catheter. They used the 8781 catheter kit and the issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) product type catheter product ID 8784 serial#(B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 16-jul-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2025, product type: catheter. Product ID: 8784, serial# (B)(6), product type: catheter. H3. Analysis of catheter serial number (B)(6) identified damage in the seal material in the cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.